Event description:
It was reported that the device leaked. This 106x12cm ekos endovascular device was selected for use in an ultrasound assisted thrombolysis procedure for a bilateral pulmonary embolism. The ekos device was placed successfully; however, once in the intensive care unit for treatment, a fluid leak was noted at the drug luer, and blood ingress was noted in the drug lumen. An attempt was made to seal the leak without success. Therapy was continued and the procedure was completed. Clot lysis was achieved; however, the physician noted that the lytic on that side was not enough and that the thrombus would have been better dissolved with the appropriate dose of lytic. There were no patient complications.

Event description:
It was reported that the device leaked. This 106x12cm ekos endovascular device was selected for use in an ultrasound assisted thrombolysis procedure for a bilateral pulmonary embolism. The ekos device was placed successfully; however, once in the intensive care unit for treatment, a fluid leak was noted at the drug luer, and blood ingress was noted in the drug lumen. An attempt was made to seal the leak without success. Therapy was continued and the procedure was completed. Clot lysis was achieved; however, the physician noted that the lytic on that side was not enough and that the thrombus would have been better dissolved with the appropriate dose of lytic. There were no patient complications.